Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from around the connector during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "in the past we have had the occasional problem with bd q-sytes but lately we have had several comments from our patients that they have been noticing leaks from around the connectors."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from around the connector during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "in the past we have had the occasional problem with bd q-sytes but lately we have had several comments from our patients that they have been noticing leaks from around the connectors."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 25-aug-2022 h6: investigation summary bd received a q-syte close luer access device from an unknown lot for evaluation. A review of the device history record was performed for the reported lot, 1118484, and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the q-syte's top body was broken off at the base of the column. Additionally, multiple scratch marks were indented into the top and bottom bodies. These scratch marks had some areas of uniformity, indicating that it may have been gripped by something. However, as a whole the scratch marks were not uniform which may indicate that the damage was caused through different events. Microscopic inspection of the break area found that the break line was uneven and jagged, suggesting that it may have been caused by shear stress. Additionally, the septum column wall was torn which can cause or lead to leakage. However, given the extent of the damage to the q-syte body it was likely that the damage to the septum was a cascading failure of the top body break. Therefore, based off the visual inspection the engineer was able to verify the reported issue of component damage. Unfortunately, a definitive root cause could not be determined but the observed damage was indicative of over tightening the q-syte. The engineer could not make a determination as to the reported issues of leakage or back flow since no sample was returned for these incidents.

Manufacturer narrative:
The following fields were corrected: h6: imdrf annex b grid: b17 h6: imdrf annex c grid: c20 h6: imdrf annex d grid: d15 h6: investigation summary no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from around the connector during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "in the past we have had the occasional problem with bd q-sytes but lately we have had several comments from our patients that they have been noticing leaks from around the connectors."